Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. When the dilator was removed from the packaging, it was noted that its tip was deformed/ripped. The dilator was not inserted into a sheath prior to the damage being noted. There was no damage seen on the packaging itself and the dilator was not damaged during removal. The device was then replaced, and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.